Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported she has been experiencing low blood glucose of 48 mg/dl. Customer also stated the device was alerting sensor error but customer was not wearing the sensor. Customer experienced low for the past two days. Current blood glucose was above 100 mg/dl. Drive support cap was normal. Customer was disconnected ruing rewind or prime sequence. Daily totals are correct. Reservoir was showing less insulin then what was displayed on the device. Displacement test and device passed. No MRI exposure. No further information reported.